Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced nausea, vomiting, acute kidney injury, small bowel obstruction caused by mesh adhesion to uterine and small bowel, acute renal failure with tubular necrosis due to post-op small bowel obstruction, significant bile effluent from ng "[nasogastric]", high output from ng, hypokalemia and hypophosphatemia. Laparoscopic removal of mesh was performed.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced pelvic and abdominal pain, mesh to bowel, urinary issues, recurrence, bleeding, dyspareunia, vaginal scarring, permanent disfigurement and emotional pain. The patient has, will, or may suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and potentially additional removal and/or corrective surgeries as a result of implantation of the mesh.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation except nausea, vomiting, dehydration, renal failure, biliary leak, and (hypokalemia) electrolyte imbalance. There are no literature data to support direct causal relationship between restorelle and nausea, vomiting, dehydration, renal failure, biliary leak, and (hypokalemia)electrolyte imbalance. However, they appear to be secondary or cascading effects of occlusion (the primary harm). No further action or corrective action is required at this time.